Event description:
Customer reportedly received the following results on performa system 1/performa system 2 within 10 minutes: 15mg/dl and 64 mg/dl; 35 mg/dl and 88 mg/dl. The comparisons were performed approximately 30 minutes apart. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in system 1 (lot number 470128, expiration date 04/30/2012). Reference medwatch report with (B)(6) for the suspect device used in system 2.